Manufacturer narrative:
This report is submitted on november 3, 2022.

Event description:
Per the clinic, the patient experienced an infection around the abutment which was treated with antibiotics (unknown the mode of administration). The abutment has been removed. The implant remains in-situ.

Event description:
There is now a reported transition to an osia system under a general anaesthetic.

Manufacturer narrative:
There is now a reported transition to an osia system under a general anaesthetic.this report is submitted on january 12, 2023.

Event description:
Correction: the placement of a transcutaneous osia implant system was at a new site. The patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment. Subsequently, the patient underwent a revision surgery to place a transcutaneous osia implant system was at a new site.